Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor did not pair with the ilet after the user had been off therapy awaiting new sensors; the agent guided the user to toggle the g6/g7 setting, restart the ilet, enter a fingerstick reading, and allow time for pairing, and the blood glucose run on the ilet was expired. Symptoms included none, with blood glucose levels unaffected. Outcomes included no clinical impact. Investigation included customer service troubleshooting and education for pairing and sensor setup. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet without identification of a responsible device, and an expired blood glucose run on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup-related factors leading to unsuccessful pairing.